Event description:
On (B)(6)2022 at approximately 10:50 am the tech was finishing taking x-rays in a patient room on the 4th floor. While she was attempting to back the portable out of the room she began having difficulty with the portable jerking. She noticed a flashing red light at the time. Once she got the portable out of the room the tube head light was still flashing red. She cycled power to the portable and she was still getting the flashing red light. When attempting to take the portable back to the imaging department the soltus motors were not engaging and moving forward. The tech had to use her strength to push the portable down a hall 20 feet before making a right turn and continuing about another 15 feet before the portable started backing up on its own. The tech said the speed at which the portable was going backwards increased at which time she let go of the handle and the portable began spinning while going in reverse. Its motion was only stopped when hitting a concrete pillar in the hospital hallway. The biomed was then called. When he arrived he activated the e-stop and removed the wheel bolts that connect the wheels to the motors. He then pushed the portable out of the hallway.

Manufacturer narrative:
Evaluation has begun and users are being notified of the problem.